Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro videoscope image lens frame had rust during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h3, h4, h6, h11. This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure of image lens frame rust was confirmed. The adhesive around the objective lens had corrosion. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause of the discovered damage is stress and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.